Event description:
It was reported by dealer that the right side pivot link is broken on the 9xt wheel chair. Dealer advised rear wheels are worn down. Dealer could not provide any further information.